Manufacturer narrative:
The computer monitor was replaced per RMA. When tested the returned monitor was found to have no issues. The reported event could not be duplicated. No patient impact reported.

Event description:
A site representative reported intermittent black status while navigating. No impact on patient outcome was reported.